Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the loose or disconnected pyxis bus cable, which resulted in the auxiliary drawers not being detected and preventing recovery of aux 1.1 and worn or stiff tower door latches, which led to intermittent door operation and failures. A field service engineer (fse) reseated the bus cables and row board to restore proper communication and power to the auxiliary drawers. Tower door latches were cleaned and lubricated. Post-repair validation using hardware test application diagnostics and functional testing confirmed all drawers and doors were operating normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower p06b door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.